Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving extreme differences in sensor glucose versus blood glucose readings. Blood glucose level at the time of the call was 400 mg/dl. The customer also reported that earlier in the day, she had a blood glucose level of 47 mg/dl, which was treated with food. The customer also reported that she recently received a low alert with a blood glucose level of 170 mg/dl. The customer was advised that the sensors would be replaced but did not return the products for analysis.